Event description:
It was reported the patient had an anastomotic leak 4-5 days after a lar (colorectal case). Inter-op (primary surgery): negative rigid sigmoidoscopy and leak test. No concerns inter-op all proceeds as expected with no concerns. Cdh29p was used along with psee60a with gst60d in a laparoscopic case. Post-op (4-5 days later): patent developed abdominal rash and emphysema. CT scan negative for a leak, however, the pain persisted. Patient taken back to the theatre where two staple line leaks were observed. Patients' join was taken down and diverted to hartman¿s colostomy. No direct product fault allegation. Patient was known smoker (male).

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency with the ethicon cdh25p or psee60a devices that caused or contributed to the post-operative leak? No, but low level of suspicion did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Snr registrar. Had fired previously and was under direct supervision of consultant surgeon and ethicon product specialist where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds then retightened, low -b position on scale what confirmation was received that the device completed the firing sequence? Auditable crunch of the breakaway washer and green check mark on the device was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 deg rotations as per IFU was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? Yes, visualized as complete and intact if so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Yes endoscopically and rigid sigmoidoscope how was the leak identified? In as return to theatre how was the leak addressed? Is the colostomy temporary or permanent? Temporary.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2022 h11: corrected date = b1 (product problem should not have been selected). B1 and b2 have been updated.